Manufacturer narrative:
G4:30dec2020. B4:18feb2021. H11:g5:k102985. The blower motor was returned for analysis. Customer complaint verified. While no alarm occurred during testing, the temperature was close to the threshold per the specification. The root cause is the failure of the blower motor due to excessive friction in the bearing. G4:03feb2021. B4:18feb2021. The customer reported that the issue was found during setup of the unit. There was no delay in therapy, no medical intervention and no harm to patient or user. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer contacted technical support (ts) stating that unit had error of blower temperature high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem via the unit's diagnostic log (drpt). The fse replaced the unit's blower motor assembly to resolve the reported issue. The unit passed required performance verification tests per philips standards.